Event description:
On (B)(6)2010 patient experienced muscle stimulation. Technical services walked her through how to turn impedance measurement on dms off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).